Event description:
The report stated that during the preparation for the radio frequency ablation procedure, the generator did not turn on. The error message "impedance test failed" was displayed on the generator. The procedure was cancelled. The patient was reported as ok.

Manufacturer narrative:
Date of initial report: 03/17/2009. To date, the incident 6 1/2 year generator has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.